Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pain. Manufacturer representative reported they met with the patient the day prior to the report to go through charging. The patient reported they ¿burned their skin¿ at the ins site badly when charging. It was reported that the recharge speed was grayed out when the patient went to change settings and the controller wouldn't allow them to exit the batteries screen by pressing the x. The patient had charged over their clothing and said the recharger antenna felt very hot and burned their skin and they still had a "tingling burning sensation" like the sensation you'd get if you touched something too hot. They felt like they were being burned from the 'inside out.' Manufacturer representative reported they lowered the charging speed/temp from 4 (max) to 2 and replaced the recharger however the issue still persisted. The area around the ins was reportedly red and had painful bumps. It was reported that the battery was going to be replaced however it was not scheduled yet. No further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(4), product type recharger. Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. Analysis of the (B)(4) found no anomalies with the device. The returned device was subjected to a series of standard tests that includes but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. Product ID: 97715, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative (rep) reporting that this was a continuation of the patient¿s previous problem reported. It was reported that their ins ¿burns them from the inside¿ during charging, despite no physical symptoms of this occurring when they are in the presence of manufacturer personnel or their physician/providers. It was reported that the only factor that may have contributed to the issue would be the patient themselves, which was outside the rep¿s troubleshooting scope. It was noted that this had been compounded by the fact that when the patient was in the doctor¿s waiting room another patient saw their recharger box and made a comment regarding their implant (other manufacturer). It was reported that the patient first described the issue in december during the first charging session and the doctor thought initially the irritation was due to the bandages on sensitive skin near the pocket site. Their secondary theory was that vancomycin in the ins pocket could have been causing the issue. Per their instruction, a wait and see period was initiated and the reps worked with the patient instructing them to lower the charging rate to a slower speed to keep the patient comfortable. However, the patient continued to persist that they were getting an inside burning feeling, and at that time they replaced their charging cable, which according to the patient had no effect on the burning sensation. The patient underwent an ins replacement on (B)(6) 2018 to rule out potential equipment issues, and the battery was returned to analysis which they were waiting for the results of. It was reported that the patient was now using a new charging wand and remote (stated to be their third charging wand and second remote) with a new ins and complained that after 20 minutes of charging at the second to lowest charging setting they were very uncomfortable and were burning from the inside out. The issue was not resolved at the time of the report. It was indicated that the manufacturer team was having a difficult time with troubleshooting as the patient and their family could be very difficult. The family was convinced that the manufacturer was being disingenuous about the rate of patient¿s being burned form their chargers. No further complications were reported/anticipated. The event occurred on (B)(6) 2019.